Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. There was no data log available to confirm the reported event of a transmitter failed error. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction - remove: "data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined."

Event description:
A data investigation confirmed a connection loss on (B)(6) 2017 for the returned transmiter ((B)(4)) which is not the alleged product at fault. The root cause could not be determined post investigation. Investigation was completed on (B)(4) 2017.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/24/2017 that on 05/06/2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.